Event description:
The lay user/patient's pharmacist contacted lifescan alleging the meter displays unknown error message. The pharmacist does not remember which error # was displayed. The issue was not resolved with troubleshooting since the pharmacist did not have the products available. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) is k073231.